Event description:
It was reported the hcp has had several instances with the 8780 catheter going retrograde. Additional information has been requested, but had not been received as of the date of this report

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# unknown, product type: catheter. (B)(4).